Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial and ventricular connectors of the external pulse generator (epg) are broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment the external pulse generator (epg) connectors are broken. It was also indicated that the hanger is broken off, there was backlight issue with the connector on the main printed circuit board, the keypad window is scratched, the ventricular and menu encoders are hard to turn, and two screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional testing. If information is provided in the future, a supplemental report will be issued.